Event description:
Information received indicates, the articulating head reset is not staying up.

Manufacturer narrative:
The technician cleaned and lubricated the release handles to repair the stretcher.